Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the information available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent a photoselective vaporization of the prostate (bph) procedure. It was reported that eight days post procedure the patient had a spiked fever and was administered bactrim (unknown dose). At 26 days post procedure the patient presented with a urinary tract infection (uti) and was administered antibiotics. Approximately a year post the index procedure, the patient was referred to another physician due to several bouts of hematuria and uti experienced throughout the year. The patient underwent a second bph procedure in which the physician found a small tunnel full of pus and stones and prostate tissue in the bladder likely contributing to the patient complications post first bph. The bladder was ablated along with a major part of the prostate. A stent was placed in the ureter for a month to prevent scarring over the hole in the bladder. The catheter placed after surgery was removed 3 days post procedure. It was reported there have been no issues with the patient since the second bph.